Manufacturer narrative:
Updated section h6. A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial information was received from the field clinical specialist (fcs) that there was a split at the tip of the sheath. However, after product return and evaluation, it was found that there was no distal tip split and only a torn liner, which is not a reportable malfunction as there was no patient injury. 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), a transcatheter aortic valve implantation procedure was performed via transfemoral approach using a 26 mm sapien 3 ultra resilia (s3ur) valve. After deployment of the s3ur valve was complete, an attempt was made to remove the pigtail catheter, but it could not be withdrawn. When the pigtail was pulled back forcefully, the esheath+ was also removed together. The seam was torn, and the pigtail was found to be trapped about 10 cm from the tip of the fully expanded section (blue part). No injury to the patient was confirmed. Per the site, it was considered that the pig tail became caught in the split at the tip of the sheath and was wedged deep into the seam tear, making it impossible to remove.